Event description:
Successive bicarb alarm in the phoenix machine #12, while patient was in dialysis, which resulted in conductivity problems and caused patient to lose dialysis time. Treatment resumed with another machine.